Event description:
In 2008, the sales representative reported that during a thoracolumbar procedure, the surgeon was tightening the closure top on the last pedicle screw in the sacrum. The surgeon was applying enough force to sheer off the closure top, but in doing so, the surgeon stripped the walls of the pedicle screw. The fragments fell off within the screw. The fragments were removed from the surgical site. Another closure top was implanted and the closure top was binding, so the surgeon explanted the second closure top and the pedicle screw. A new screw and closure top were implanted. There was a surgical delay of 10 minutes. There was no injury to the patient.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.